Manufacturer narrative:
The breakage was confirmed by quality assurance and was forwarded to the failure analysis lab for evaluation. The fracture occurred at the smallest cross section of the tab and progressed from the inside to the outside of the threaded tab. No material abnormalities were found. Dimensional evaluation of the inner screw and outer nut showed no problems. The exact cause of the fracture could not be determined, however, the direction of fracture is consistent with overtorquing of the inner screw. Product development is currently lookuing into this issue. Corrective action has not been determined as of thes writing.

Event description:
Complainant claims the screw broke at the threaded tab on polyaxial head; resulting in a delay in surgery.